Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during an appendectomy, there were complications from the device usage resulting in a punctured bladder. No other information available at this time.